Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that their sensor was updating for 3 hours. Blood glucose level at the time of incident was 40 mg/dl and was treated with glucose intake. Troubleshooting did not resolve issue. Will make follow up to inquire about auto mode feature. Replacement has been sent and sensor will be returned for analysis.